Manufacturer narrative:
Patient's age, gender, weight and date of event not provided so estimations were used in this report. Event details were not available from the account due to this event taking place "a while ago". The lot number, photos, event details and actual device were not provided so a thorough investigation could not be conducted. A review of post market surveillance data relating to this reported issue was carried out and no trends were observed. It is not known if this was a device problem or use error. Hollister was unable to determine a root cause of the reported foam bumper separation.

Event description:
It was reported that there were a couple of patients where the lip foam bumper separated from the anchor fast device and could not be located. In addition the patient had a lip pressure but not deep tissue injury. This happened a while ago and no event information is available. This is for the first of the two patients.